Manufacturer narrative:
E1 initial reporter phone: (B)(6). H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had an error code 1260. There was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. The reported problem was verified during the power up process. The cause is the real time clock (rtc) battery solder is broken from the board. Replaced the rtc battery to correct the issue. The device passed all functional tests after the repair. The service history review had no indication that the complaint was related to a service of the device within the review period.